Event description:
It was reported by service report that the brakes were not holding due to worn casters and brake ring. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - caster wheel.